Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1069458 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1069458 and test base part number 190-430 / lot 1069458. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1069458 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Please reference MFR. Report numbers: 1221359-2022-04341.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on three (3) different patients on different dates. This MFR. Report addresses patient result three (3) of three (3) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6)2022 on a direct tested nasopharyngeal swab that generated a positive result. Confirmation pcr testing was performed on the same day using a genexpert test that generated a negative result (CT values not provided). The customer stated the patient was symptomatic for less than seven (7) days. No additional patient information, including treatment and outcome, was provided.